Manufacturer narrative:
Because a sample was not returned, the root cause for the dull knife experienced by the customer cannot be determined. (B)(4).

Event description:
A customer reported that the knife was not sharp enough to cut through the pt's conjunctiva. The knife was switched out and the case was completed. There was no pt harm reported.